Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils). During the procedure, while consecutively advancing two smart coils through a non-penumbra microcatheter, the physician experienced resistance with both smart coils. The physician indicated that the smart coils texture felt harder when resistance was encountered while pushing the coils out of the microcatheter and resistance was experienced again around the position where the marker on the coils pusher assemblies came close to almost matching the second marker of the microcatheter. Although resistance was experienced while advancing both smart coils through the microcatheter, the physician was able to successfully deploy and detach both smart coils in the target vessel without issue and the procedure was completed at that point. There was no report of an adverse effect to the patient.